Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of 21 days, an error message and inconsistent battery measurement values were reported. No deterioration of the patient's state of health was reported. The device was explanted and a new device implanted.